Manufacturer narrative:
D4: serial # = na.

Event description:
It was reported that during a lap sigma procedure, clips did not close properly. Took new instrument to complete the case. No further info is available. There was no adverse pt consequence.